Event description:
Updated information revealed that while revising the broken nail, two broken cross screws were found.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation suggest that this event is not device related but rather, buyt rather wouold be pt related. This is the same pt/event as MFR. Report #'s 9610622-1998-00108 & 9610622-1998-109.